Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019. The international fse (field service engineer) evaluated the ventilator and replaced the touchscreen and the problem was resolved. The ventilator has been put back into service.

Event description:
The customer reported that the ventilator's touchscreen was unresponsive/insensitive. There was no patient or user involvement.